Manufacturer narrative:
Corrected data: h6-method code 4110 in initial MDR is not applicable. It is corrected to method code 4111. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Returned sample was evaluated: iol was rotated in the cartridge. As the lens has rotated, rod was at the right of the lens. With reference to the sergical video, ovd was applied different way, and not from designated inlet port. As the lens was blocked inside the cartridge, the serial (lens) was not used. (B)(4).

Event description:
The reporter indicated that a ks-ni2 aq310ai, 14.0 diopter preloaded injector, "was tough to push the rod when injecting the lens and the lens was blocked" inside the cartridge. There was no patient contact. Per reporter, "I believe the lens was blocked because setting way was incorrect. User is applying viscoelastic material from tip of cartridge nozzle and volume of filled viscoelastic material appear too small."